Manufacturer narrative:
No patient information provided as no patient was involved in this concern. It was noted that following the navigation system re-boot, the system was used in a procedure that same day with no issues. RMA issued. Replacement I/o hub shipped 09/04/2014. Medtronic investigation of returned suspect I/o hub verified the reported communication issue. Checked the usbview and it reports that the I/o hub is not communicating with the computer. Checked all cables and all are secure. Disconnected and reconnected the usb cable at the computer and that did not resolve the issue. Replaced the usb cable, issue not resolved. Changed the I/o hub and that resolved the issue. The I/o hub is the cause of the issue. Reported issue was replicated. Electrical failure - malfunction, communication/black status - directly caused event. 09/16/2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported a navigation system presented with optical tracking issues. The set-up equipment screen showing a dotted line between the surgeon monitor and the system, although the surgeon monitor was connected and functioning properly. When moving into the verify instruments page, the software stated: localizer not connected. In trouble-shooting it was noted that the camera displayed the two green leds and no amber fault lights. The system was re-booted, however, did not provide the camera beeps and there were no lights present on the camera. Internal cable connections were checked, the system was re-booted and normal function was restored. There was no patient present when this issue was identified.